Event description:
A 6 mm diameter x 18 mm racer biliary stent system was inserted into a pt for the treatment of a right renal artery lesion. The vessel tortuousity and calcification are unknown and the percentage of the stenosis was 90%. The lesion was pre-dilated with balloons. It was reported that during insertion of the stent through the guide catheter, the stent was becoming loose and at some point dislodged in the pt's vessel. The physician was able to pull the stent back to the level of the introducer sheath. The stent was then surgically removed. No additional clinical sequalae were reported and the pt is fine. The delivery system was not returned to medtronic.